Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept alarming because the middle button was stuck. The customer's blood glucose level was 121 mg/dl at the time of the incident. The customer was going to bed when the insulin pump bumped. The customer stated that they did press a button down for 3 minutes or longer. The customer was able to clear the alarm and the buttons were working and responding. The customer also tried calibrating but was not connecting to the insulin pump. The customer got stuck button alarm and the insulin pump restarted and loss the devices. The device will not be returned for analysis.